Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The non-totally occluded, 3.50mm x 18mm, concentric, restenotic target lesion was located in the moderately calcified left anterior descending (lad) artery. A 3.50 x 20 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. After removal, it was found that the tip of the stent itself was deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The non-totally occluded, 3.50mm x 18mm, concentric, restenotic target lesion was located in the moderately calcified left anterior descending (lad) artery. A 3.50 x 20 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. After removal, it was found that the tip of the stent itself was deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was around 70-80% stenosed and was not tortuous.